Event description:
It was reported to philips that the shock was not delivered. There was no reported patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator/monitor indicating that shock was not delivered. Remote support from the customer care solution center was received. The rse recommended for the customer to replace the (B)(6), dfm100 processor pca and (B)(6) dfm100 therapy pca assy to resolve the issue. The components return is expected but not yet received for technical investigation, therefore no component level root cause has been determined. Due to a logistics limitation, it is unknown when return will be completed. The complaint will be processed for closure. When the limitation has been resolved and the device is returned to philips, the complaint will be re-opened, re-evaluated accordingly, and supplemental reporting will be completed. Based on the information available the cause of the reported problem was a malfunction of the processor pca and therapy pca assy. The reported problem has been confirmed. Based on the information available and results of additional analysis further action has been initiated. An analysis was performed by a vigilance reporting specialist (vrs). The vrs determined that while no harm was alleged, recurrence of this failure mode during clinical use could cause or contribute to death or serious injury. Therefore, this failure mode meets the definition of a reportable malfunction. Appropriate regulatory reporting actions have been taken. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The customer ordered the therapy pca and processor pca to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened. H3 other text : remote support provided.